Event description:
The pneumatic roto osteotome drill was sent for evaluation due to overheating during a procedure. An alternate device was used to complete the procedure without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion and debris was noted throughout the internal components of the device.